Event description:
It was reported to gore that a patient was to be implanted with gore® viabahn endoprosthesis with heparin bioactive surface (viabahn device) to treat atherosclerotic occlusion of right common iliac artery. A viabahn device (vbhr061002w) was successfully deployed. Then 8mm x 5cm viabahn device was advanced via v18 guidewire through cook sheath to target lesion. Obvious resistance was felt, when viabahn device was deployed. The device couldn't be deployed after several attempts, therefore, it was removed out of patient. Another viabahn device was utilized to complete the procedure. The patient didn't experience adverse event.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.